Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected sodium result was obtained from a single patient sample processed using vitros chemistry products sodium (na+) slides lot 4264-1144-6695 on a vitros 5600 integrated system. Patient sample result of >250 mmol/l vs an expected result of 126.8 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected patient sample result was not reported outside of the laboratory. There has been no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 611147.

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected sodium result was obtained from a single patient sample processed using vitros chemistry products sodium (na+) slides lot 4264-1144-6695 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. An ortho field engineer completed service actions on the vitros 5600 system which included dispense blade adjustments, metering adjustments, inspecting and cleaning the incubator and verifying the electrolyte reference fluid alignment. A post service diagnostic precision test performed on the instrument yielded results that were within ortho acceptable guidelines. Additionally, a review of e-connectivity data did not identify any further non-reproducible, higher than expected vitros na+ patient sample results for the customer since service actions were performed on the vitros 5600 system.